Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the capsule effects are side effects that can be seen when stimulation an area of the brain called the internal capsule. This is usually stimulation related and resolves with stimulation adjustments. The falls were not previously reported to them as this was the first time they heard about it. The patient states the falls have been prior to and following dbs. There is no known cause of the short circuit at this time. The patient came in to be seen by the doctor and impedances came back normal however 0 and 1 were showing 257 ohms so the doctor feels like there is an intermittent short circuit and did not want to go back to using that electrode combination. The patient states that he has not had any intermittent tingling sensations since switching to his b program using 1-2+. The doctor increased the voltage on 1-2+ and patient seemed to be doing better. The doctor also increased his medications slightly help with the intermittent freezing of gait. At this time the issue seems to be resolved. This information was confirmed with the physician.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4), (hcp, rep): information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient felt that both sides of stimulation had been turned down. They felt slower and had more difficulty getting out of bed. On (B)(6) 2019, they fell due to freezing of gait and cut their head near the right stimloc which required staples. The patient stated they had some falls related to freezing of gait in the past, and the gait issue did not respond to their medicine. The implant did not seem to improve the gait issue either but did help with their bradykinesia, rigidity, and tremor. About six days later, they started feeling intermittent zaps and pulling on the left side of their face. An impedance test was performed and contact 0 and 1 showed a short circuit of 95 ohms. The ins settings were using 0 negative and 1 positive. A new monopolar setting was made to get away from the short. The patient was limited with capsule-like side-effects and was unable to use the monopolar setting. The settings were then switched to group b with contacts 1 negative and 2 positive. They still felt slight capsular side-effects so voltage was reduced from 3.0 to 2.5. The capsule side-effects were gone, and the patient felt their dbs is working better now. The patient symptoms were resolved. No further complications were reported or anticipated with this event.